Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Detached needle cap; found on routinely check-ups. The needles come from various ambulance cars and were stored in the original yellow case, which is located in the inner compartment of our emergency backpacks.

Event description:
Detached needle cap; found on routinely check-ups. The needles come from various ambulance cars and were stored in the original yellow case, which is located in the inner compartment of our emergency backpacks.

Manufacturer narrative:
Qn# (B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. The customer returned two photos for evaluation; reference pic1_tc#20039216-20039218 and pic2_tc#20039216. The first photo displayed the lidstocks of 4 different kits. The second photo revealed a 45 mm needle with its guard loose in the package. The customer returned one ez-io 45 mm needle set for evaluation. Visual inspection of the unopened kit confirmed that the needle guard was loose on the needle. The guard was still covering the needle tip and there were no holes in the packaging compromising the sterile barrier. This failure mode is likely related to the design of the kits packaging. The kit was opened, and the needle guard was reattached to the needle. The guard fit snug and required moderate force to remove. Certificate of compliance (part of DHR) certifies that the aforementioned lot meets the viant upland quality system requirements and specifications. This product has been manufactured and controlled by viant upland in accordance with the FDA qsr and iso iso13485:2016. A review of the certificate of conformance/device history record found that the needle set passed all the release criteria. The device was released in 05/2019 and is approximately 2 years old. A CAPA is in process to further investigate the issue of the needle cover becoming detached. This issue was also further investigated under (B)(4). The complaint of a guard becoming removed from its needle while still in the kit was able to be confirmed by a complaint investigation of the returned sample and the customer photos. The returned unopened kit was confirmed to contain a needle with its guard loose. The guard was still covering the needle tip and no holes were observed in the packaging. The likely cause of this complaint is the package design. CAPA 165 is in process to further investigate the issue of the needle guard becoming detached. This issue was also further investigated under (B)(4).